Event description:
The customer reported via phone call that her blood glucose level was 530 mg/dl. The customer took an insulin shot. She was feeling sick. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.